Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. In addition, the devices error log was downloaded, and one error code was present when reviewed. Lastly, the device will be scrapped.